Event description:
It was reported that a patient underwent an x-stop procedure 3 years ago. The procedure did not work for her. She had three back surgeries since, and had an infection after the last surgery. Patient is still in a lot of pain. No additional information was reported.

Manufacturer narrative:
Event date unknown. Method - follow-up with patient.